Event description:
The customer reported a conflicting results with the ID now covid-19 assay performed on (B)(6) 2022 using a direct tested nasopharyngeal sample. The first test generated a positive result. The second test was performed on the same day that generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m213187 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m213187 and test base part number 190-430 / lot m213187. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m213187 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m213187 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.